Manufacturer narrative:
Corrected information in h.6.

Event description:
It was reported that a patient¿s liberty select cycler went blank during an unknown phase of their peritoneal dialysis (pd) treatment. The patient woke up and screen was blank. The patient¿s spouse stated they are not sure if the entire treatment was completed. It was their first time using this cycler. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The cycler was rebooted and the ok and stop keys illuminated but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. The cycler was returned to the manufacturer and a replacement cycler was provided and received. In a follow up, it was verified that there was no adverse events or medical intervention required as a result of the reported event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the display became operational. There were no other visual discrepancies found during the internal inspection. A review of the device history record (DHR) did reveal test and calibration: front bezel frame crack, send cycler to rework. (B)(6) 2021. Rework: rev. D found cracked bezel. Found missing lcd clamp. Replaced front panel assembly. Functional display test, pass. Recalibrated touchscreen. Catch post hipot test, pass. Send to (B)(6). Ps (B)(6) 2021. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
It was reported that a patients liberty select cycler went blank during an unknown phase of their peritoneal dialysis (pd) treatment. The patient woke up and screen was blank. The patients spouse stated they are not sure if the entire treatment was completed. It was their first time using this cycler. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The cycler was rebooted and the ok and stop keys illuminated but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. The cycler was returned to the manufacturer and a replacement cycler was provided and received. In a follow up, it was verified that there was no adverse events or medical intervention required as a result of the reported event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.